Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noted that the stopcock valve detached from device and fell into the patient. Then it was retrieved and removed from the patient. Finally the operation was carried out without patient consequences. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Duckbill out of position. Evaluation summary: the analysis results of the cb12lt found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that have the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.